Manufacturer narrative:
Ni

Event description:
An article written in the (B)(6), august 19, 2015, stated (B)(6) hospital in (B)(6) alerted health authorities about a potential link between cases of pseudomonas infections in three patients who received procedures using the olympus duodenoscopes. The article stated the health authorities are conducting an investigation and hospital officials could not confirm the link between the scopes and the bacteria. In an email correspondence with advanced sterilization products (asp), the hospital's risk manager stated that cidex opa is used as the high-level disinfectant in their automatic endoscope reprocessor. Since cidex opa was potentially involved as the high-level disinfectant, asp has decided to report this event. The following are related complaints from the same facility: (B)(4). This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00373, 2084725-2015-00374, and 2084725-2015-00375.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, visual analysis, supplier evaluation, trending of the product malfunction code, system risk analysis, and retain testing. ¿the batch record was not reviewed as the lot number was not provided. ¿a visual analysis was not performed as the product was not returned for evaluation. ¿supplier evaluation was not required or performed as the issue was not related to product function or manufacturing. ¿the trend for the product malfunction code of human reaction was assessed from october 2014 through september 2015 and did not reveal a significant trend. ¿the sra was reviewed for a hazard of "exposure to biohazardous, pathogenic or infectious material" and a harm of "biohazardous exposure," and the risk was determined to be low. Retain testing was not performed as the lot number is unknown and the issue was not related to product function or manufacturing. The assignable cause is unknown at this time as advanced sterilization products (asp) has been unsuccessful in obtaining any additional information from the customer. Should additional information become available, asp will reopen the complaint for investigation. Review of tracking and trending data did not reveal a trend. No further action is necessary at this time.